Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and identified that left monitor was blank and displayed an error message. Under direction of the philips rse, the hospital technician checked the m cabinet hard drive cover and found that the led indicator for hd1 on x-ray pc was not lit. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. The system log file was reviewed, which identified that during a system startup, the log file unexpectedly stops logging. This in indicative of a boot up issue. Upon troubleshooting, the fse identified a defect in x-ray pc. Part analysis of x-ray pc was performed, which identified the cause of the failure to be a defect in slot 1 of the hdd bay. Philips has initiated a medical device correction (z-1151-2024). To resolve the issue, fse replaced the x-ray pc, hard disk and reloaded the software, in accordance with the fsca. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray-pc and hard disk. The device was returned to expected functionality.